Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. The customer stated that he took insulin based on a sensor glucose reading of 400 mg/dl. The customer did not confirm the sensor reading with a glucometer reading. On the day of the report, the customer stated that his sensor glucose reading was 157 mg/dl, but his blood glucose reading was actually 49 mg/dl. The customer treated the low blood glucose reading with food. It was found that the customer was not calibrating the sensor correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.